Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results found that a cartridge reload was received for analysis. The cartridge was noted partially fired 1/4 and the lockout was found normal. In addition the cartridge deck was damaged where the firing stopped. The damaged on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. No testing could be performed due to the returned condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric septation procedure, the stapler caught. The reload was replaced and all occurred normally. There were no adverse consequences for the patient.